Manufacturer narrative:
Customer reports mmm app disconnects 5-10 times a day from pump (samsung s21+, android 13, app version 1.3.2) "two attempts to reproduce the reported event using the smartphone android app: minimed mobile app (software version 1.3.2) installed on samsung galaxy s22+ (android version 13) with mmt-1884 780g pump (software version 6.7u.3) was conducted and confirmed the issue was not reproduced. Another attempt to reproduce the reported event with minimed mobile app (software version 2.1.0) on google pixel 6 (android 13), samsung galaxy s23 (android 13) with mmt-1880 770g pump (software version 5.2a) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After analysis of logs, the issue causing the pump disconnection is caused due to a sudden gatt disconnection, usually after a the pump is sending information for a periodic upload. There is one instance where the pump is disconnected during its attempt to clear the idd_status_changed_flags. An error status of 133 is returned from the pump in this instance. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: - check thoroughly there are no apps installed that work with bluetooth permanently (like fitness apps, etc). - check userâ¿¿s device battery settings so battery restrictions will not be applied to mmm app. It can be done like this: settings â¿¿ app and notifications â¿¿ click on see all applications â¿¿ found minimed mobile and click on it â¿¿ advanced â¿¿ battery â¿¿ donâ¿¿t optimize. - check that there is no permanent/periodic sources of radio/microwaves close to the pump and phone. - remove the pump from the list of paired devices (android os). - remove the phone from the list of associated devices (the pump) - turn bluetooth off, then on. !https://www.youtube.com/s/desktop/8d12f492/img/favicon_32x32.png!how to fix samsung galaxy s21 bluetooth connection pairing issues - clear bluetooth app data. !https://www.youtube.com/s/desktop/8d12f492/img/favicon_32x32.png!how to fix samsung galaxy s21 bluetooth connection pairing issues - reset the phone network settings. - restart the phone. - reinstall the app. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received connection issue with red x or transmitter connection icon with question mark. Troubleshooting was partially performed but could not be resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the app. The device will not be returned for analysis.